Event description:
The customer reported via phone call that he needed assistance turning his insulin pump back on. The customer stated that the device had recently been suspended by paramedics that treated him for a low blood glucose level. Blood glucose level at the time of the incident was 30 mg/dl. The customer stated that he lost consciousness due to the low and his son called paramedics. Customer stated that paramedics treated him with glucose. Customer confirmed that he was not hospitalized or transported, just treated by paramedics and stabilized. The customer was assisted in resuming basal on the insulin pump. Blood glucose level at the time of the call was 182 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.